Event description:
A report was received that the patient was having charging issues and later on, could not charge the ipg. The patient will undergo a revision procedure wherein the pocket will be relocated and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient was having charging issues and later on could not charge the ipg. The patient will undergo a revision procedure wherein the pocket will be relocated and the ipg will be replaced.